Manufacturer narrative:
Nakanishi is now trying to obtain information about the patient.

Event description:
On (B)(6) 2018, nakanishi received a phone call from a dealer about whether or not an nsk headcap was available for purchase. In the communication, nakanishi was made aware of the headcap coming off during a dental procedure as follows. The event occurred on (B)(6) 2018. A dentist was removing a bridge from posterior teeth using the handpiece, x95 (serial no. (B)(4)). During the procedure, the headcap came off of the handpiece and the patient swallowed the headcap. The patient underwent an abdominal ultrasound and the headcap was found in the large intestine. Since there was no headcap observed in the following ultrasonography, the dentist determined that the headcap had been expelled by bowel movement.

Manufacturer narrative:
The dentist refused to provide the patient weight. Upon receiving the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device [(B)(4)]. These activities are described in more detail below. Methodology used: nakanishi examined the device history record and the repair history for the subject x95 device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. Nakanishi conducted a visual inspection of the returned device. Other than the headcap missing from the handpiece when the device was returned, there were no visible abnormalities on the outside of the handpiece, such as cracks, dents, or deformation. Since the returned handpiece did not have the headcap, nakanishi attached a headcap in inventory for testing and observed whether or not the headcap would loosen by rotating under two different conditions: 1) without load, and 2) with load (cutting melamine and copper plates at the maximum speed, 200,000min-1). There was no headcap loosening observed in the evaluation. Conclusions reached based on the investigation and analysis results: although nakanishi could not replicate the reported event, nakanishi considers the possibility, from similar phenomenon nsk has experienced in the past, that the combination of a strong impact on the device with cutting vibration could result in the reported headcap loosening/coming off. Failure to check the headcap tightness before each use as instructed in the operation manual contributes to the headcap loosening/coming off. In order to prevent a recurrence of the headcap loosening/coming off, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. Nakanishi reported the above evaluation results to the dentist and reminded the dentist of the importance of checking the handpiece before use as instructed in the operation manual.

Event description:
On july 27, 2018, nakanishi obtained detailed information on the event from the dentist. The event occurred on may 29, 2018, not july 10, 2017. During preparation for sterilizing the handpiece on may 29, 2018, a dental staff member found a part of the headcap missing from the handpiece. Since the dentist considered the possibility that the last patient on whom the handpiece was used might have swallowed the missing part, the dentist urged the patient to undergo x-ray imaging (not ultrasound testing as described in the initial report). The headcap was found in the patient's body. Since there was no headcap observed in the following x-ray testing, the dentist determined that the headcap had naturally been expelled. As a result of the x-ray, the part of the headcap seemed to have naturally been expelled. The dental procedure the dentist was performing on the patient on may 29, 2018 was removal of a bridge between teeth #5 and #7 of the patient's lower left jaw to extract the tooth #7. The patient was under local anesthesia. (Xylocaine 2%) there were no abnormalities in the handpiece observed prior to use.